Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, it is suspected that this issue is due to nt insp valve having intermittent problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that bellavista1000 had tf 545 - astepinspvalve value out range - failsafe, 300 device in failsafe, and 316- blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. Advised to replace the unit nt insp valve. After replacement, the engineer performed a complete calibration and the unit fixed. Additional information: customer confirmed that the issue happened prior patient use.